Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal leak resulted in corrosion and data loss and is confirmed as the root cause of the reported not sure delivering insulin complaint. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod at the infusion site (hip/buttocks) between 4 and 24 hours. As treatment, a new pod was applied. The device investigation observed a damage to the internal portion of the cannula and fluid leakage during testing.